Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 306mg/dl. It was stated that the customer experienced nausea. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. Reviewed the alarm history and found low reservoir. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula and it was not bent. Suggested the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.